Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose exceeded 600 mg/dl. The customer treated via insulin pump therapy. The customer stated that their blood glucose increased due to inaccurate sensor glucose readings; the insulin pump went into threshold suspend due to the customer's incorrect sensor glucose. Troubleshooting was declined for the high blood glucose and the inaccurate sensor glucose readings. The insulin pump was not returned for analysis.